Event description:
It was reported that after intubation for a minimally invasive parathyroidectomy, the anesthesiologist discovered that the tube had been placed too deep. The depth was corrected by pulling the tube back to the appropriate depth, at which time the patient¿s oxygen saturation began to drop; the cuff had slid down and was blocking the distal tip of the tube. The tube was then removed, and the patient was reintubated with a backup device; there was no patient injury. On follow-up, the cuff did not break it was intact. They believed there was a leak in the cuff so more air was put into the cuff, in securing the tube, may have pulled it up the patient¿s throat a little, which may have caused the cuff to herniate over the tip of the tube.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.